Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope ranger monitor assembly catalog: 0570-0186. Sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a ranger video baton 3-4, the unit was having cable connectivity issues which caused a no image / intermittent image problem. A delay in the procedure of unknown duration occurred as a non-glidescope back-up device was obtained. No harm to patient or user was reported.